Event description:
It was reported that the customer received no delivery alarms. It was also reported that the customer had blood glucose levels of 400mg/dl. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.